Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. Customer reported that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Event description:
Retainer ring recall information was submitted which was not included in the initial report.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h7 and h9 with this report. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thus. Verified 3 consecutive pump error 63 alarms (line number 341 file number 522) in the pump downloaded history due to moisture damage on pcb1 and pcb2 boards as per global logic analysis. No date time listed in the adapt tool fault error log for pump error 63. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to pcb1 board and pcb2 board. No damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at the battery tube, faded serial number label. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.